Manufacturer narrative:
Data corrected in section d to match device information in gudid per the FDA letter dated 5/20/2024. D1 changed the brand name to match gudid. D2a changed the common device name to match gudid. D4 UDI changed, to include complete UDI number (B)(4).

Event description:
Berlin heart was informed by the clinic that a whistling valve of the excor pump was noted in a patient implanted on (B)(6) 2023. The site also stated that the patient had developed hemolysis. Laboratory tests show that ldh was 1000, on (B)(6) 2023 and increased pfhgb from 28 on (B)(6) 2023, to 55 on (B)(6) 2023. Berlin heart recommended adapting the pump parameter to prevent high suction. Even after adapting the pump parameter, the ldh values remained high. Therefore, berlin heart recommended a pump exchange as a precaution. On (B)(6) 2023 the pump was exchanged without any issues. The patient was clinically stable and had no negative effects due to the incident.

Manufacturer narrative:
The excor blood pump, s/n (B)(6), was in use on the patient from (B)(6) 2023. We have reviewed the production records of the excor blood pump, s/n (B)(6).this pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Manufacturer narrative:
The excor blood pump, s/n (B)(6), was in use on the patient until the pump exchange (8 days). We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specifications. During initial visual inspection of the returned blood pump, deposits could be detected, especially in the inflow valve. During the failure analysis, no squeaking of the blood pump could be detected or reproduced. Neither a defect nor a malfunction could be detected. The blood pump met its specifications. The complaint reported by the clinic could only be confirmed based on the video provided by the clinic. However, no vibration of the valve leaflets was detected at the inflow valve during testing. Therefore, no correlation between the pump and increased hemolysis values of the patient could be determined. It cannot be excluded that deposits in the valves may have caused disturbances in the valve mobility and thus contributed to the noise development. However, the exact cause could not be determined.